Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2008; 20066, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high right ventricular (rv) lead pacing impedance which resulted in a polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.